Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient experienced an issue with one infusion set, specifically that the tubing was leaking at the infusion site. The infusion set had been in use for 5 hours. At the time of the issue, the patient's blood glucose level was 407 mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.